Event description:
It was reported that the patient presented to the ep lab for a device changeout due to elective replacement indicator. Upon interrogation, the pulse generator exhibited inappropriate telemetry measured data. Reinterrogation showed normal device function. The device was reprogrammed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.